Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips with questions about a failed pacer test for the hsxl. No pt involvement.